Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive issue on (B)(6) 2026 as the infusion set fell off which was in use for approximately two hours. No further information available.